Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra smart coils (smart coils) pusher assembly. The pusher assembly was kinked in multiple locations along its length. The distal detachment tip (ddt) was fractured off the pusher assembly approximately 180.0 cm from the proximal end and stuck inside the hub of the non-penumbra microcatheter. Conclusions: evaluation of the returned smart coil confirmed the reported complaint of the pusher stuck within the non-penumbra microcatheter. The ddt was fractured from the pusher and stuck within the hub of the non-penumbra catheter. Attempts were made to remove this piece from the microcatheter but were unsuccessful. The root cause of the pusher becoming stuck was unable to be determined. If the device is forcefully retracted against resistance, the pusher may become fractured. There was no visible damage to the non-penumbra microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 ¿ the investigation findings do not lead to a clear conclusion about the cause of the pusher becoming stuck.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, after detaching a smart coil in the target location, the physician was unable to remove the pusher assembly of the smart coil from the non-penumbra microcatheter. Therefore, the physician removed the microcatheter with the pusher assembly inside. The physician was unable to place any additional coils, and the procedure ended at this point. There was no report of an adverse effect to the patient.